Manufacturer narrative:
H.6. Investigation summary: customer returned one used bd safe-clip device from lot 5208371. Consumer reported it is not possible to cut the needles, because when trying to insert them into the needle cutter, this is not possible because apparently there is something stuck in the hole that does not work. The returned safe clip was examined microscopically, and the cutting hole was also observed to be blocked by cannula cut from previous usage. Cannula were not able to be cut using the returned safe-clip. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. According with the DHR review information attached, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now likely full. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see section h.10.

Event description:
It was reported that an unspecified number of sharps disposals experienced safeclip not clipping/jammed which was noted during use. The following information was provided by the initial reporter: you are notified by the person who reports that since (B)(6) 2019) it is not possible to cut the needles, because when trying to insert them into the needle cutter, this is not possible because apparently there is something stuck in the hole that does not work. Will not let you insert the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of sharps disposals experienced safeclip not clipping/jammed which was noted during use. The following information was provided by the initial reporter: you are notified by the person who reports that since ((B)(6) 2019) it is not possible to cut the needles, because when trying to insert them into the needle cutter, this is not possible because apparently there is something stuck in the hole that does not work. Will not let you insert the needle.